Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an unknown issue with certas valve (ID: 828814) which caused patient injury (unknown details). No additional information provided after several attempts.

Manufacturer narrative:
Certas valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the test for programming. No defect noted with the programmation. The valve functions. The complaint was unconfirmed. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the device.at the time of investigation no programming issue was noted. Additional information received: - implantation date (B)(6) 2022 .- date of explantation (B)(6)2023. From the phone calls with sale rep know and understood: "the patient is a doctor ( probably an (B)(6)) who lives with his wife ( also a doctor) in (B)(6). After the implantation, they apparently travelled back, as our specialists understood from the surgeon in a telephone conversation. As they are doctors, they apparently took a certas tol kit with them. He became conspicuous on site and underwent various examinations at the hospital. Until they came up with an x-ray examination of the valve. Surgeon now said that the valve had become misaligned without human intervention and could no longer be programmed."

Event description:
N/a.